Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. The distal tip of the sheath/carrier tube assembly was cut, exposing the anchor, suture, and collagen. Functional testing was not able to be performed due to the condition the device was returned in. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that they had a femoral access procedure for pre-y90. For closure they choose a 6fr angio-seal device. A very experienced interventional radiologist stated that the angio-seal did not "release". He stated that he had inserted the angio-seal arteriotomy locator, got blood flow, pulled back to stop flow, went in to re-establish flow. Removed guidewire and arteriotomy locator, inserted angio-seal device, hubbed up the bypass tube. Clicked together the sheath caps and then pulled back to click and deploy the anchor. When he went to pull back/tension- the whole angio-seal unit came out of the arteriotomy. It appeared that the anchor was still in the sheath and sheath looks ripped open. Additional information was received on 08feb2024: a 6fr. Procedure sheath was used. A pre-deployment angiogram was performed. Manual compression was used to achieve hemostasis. There was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.